Event description:
It was reported that "dr revised the pt's acetabular component with the tritanium primary cluster shell, and a 56 e liner. Approximately 1 month later, the pt dislocated."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.